Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient was at the airport feeling dizzy and thirsty, then he experienced loss of consciousness in the middle of the terminal. The patient was taken to the fire department and then transferred to the hospital. The patient was treated with IV insulin. At the hospital, the cgm was reading 325 mg/dl and the blood glucose reading was 600 mg/dl. The patient was admitted for 3 days. At the time of the report the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.